Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range impedances and loss of capture. The patient was not pacemaker dependent. The lead was explanted and replaced without incident. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted that the conductor coils were fractured. Microscopic evaluation indicated that the damage was caused by localized compressive stress on the lead body. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.